Event description:
Related manufacturing reference number: 2017865-2022-12128. It was reported that the patient's right ventricular and right atrial lead were dislodged due to twiddler's syndrome. The patient received inappropriate shock from the right ventricular lead due to the dislodgement. The atrial lead's pacing impedance was also elevated. The two devices are due for replacement, but the replacement procedure has not occurred yet. The patient is currently stable.

Manufacturer narrative:
Correction: previous report submitted on did not describe the x-ray procedure which confirmed the dislodgement of the leads (section b6).

Event description:
New information received notes that the right ventricular lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.